Event description:
Customer reported the system is displaying collimator and filament regulator error messages. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the calibration files and the battery on the generator interface board. System operates as intended.